Event description:
It was reported that (1) tl60 was used during a colectomy procedure. It was reported by the rep that the stapler did not fire. It is unknown how the case was completed. There was no consequence to pt.